Event description:
The customer reported that the system was not starting up. The system was failing to produce x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was identified as needing replacement. No further repair info is available at this time.